Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 748052017-01230.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 06/30/2018 and strip open date is within 120 days. Strip storage is correct. During call, back to back blood test performed fasting and result is 101mg/dl and 155mg/dl fasting. Reviewed meter memory (customer was unable to provide exact time for results obtained from meter's memory): 119mg/dl (B)(6) 2016 n/a fasting:yes; 122mg/dl (B)(6) 2016 n/a fasting:yes; 93mg/dl (B)(6) 2016 n/a fasting:yes; 124mg/dl (B)(6) 2016 n/a fasting:yes; 130mg/dl (B)(6) 2016 n/a fasting:yes. Memory concerns: 119. Customer recently went to his physician's office and had run a meter-to-meter comparison with his physician's meter. Customer's trueresult meter produced a reading of 119 mg/dl and his physician's meter produced a reading of 153 mg/dl immediately afterwards. Customer's normal range is usually between 90-110 mg/dl. No recent changes in diet, exercise, or medications. Physician recently prescribed customer insulin but customer states he has not been very good with taking it when he needs to. Customer takes metformin (850 mg).